Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit, bad batt or weak batt alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm. The customer¿s blood glucose was around 94mg/dl. Customer stated the insulin pump alarmed after battery change. Customer reports they were able to clear the alarm. Customer states they did not receive a request to rewind pump. Customer had received multiple battery out limit alarms when batteries are out of the insulin pump for less than one minute. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.